Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A customer reported the laser did not work while performing tests. There was no pt involvement.